Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the patient. After placing the catheter in the correct position, the balloon was introduced with helium but it did not inflate. As a result, the md decided not to use the iab. The iab was removed and new iab was used successfully without any abnormality. There was no delay/interruption in therapy. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab did not inflate" is not confirmed. The returned iab bladder was fully intact with no damage noted. The returned iab passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the patient. After placing the catheter in the correct position, the balloon was introduced with helium but it did not inflate. As a result, the md decided not to use the iab. The iab was removed and new iab was used successfully without any abnormality. There was no delay/interruption in therapy. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.